Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad trace. No button error alarms noted. Insulin pump was received with cracked display window corner and belt clip slot. No traces of moisture were found at the electronic or motor assembly per visual inspection.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 153mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.